Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had bad angulation during the intended diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation a foreign object inside the nozzle due to insufficient cleaning. Additional evaluation findings were as follows: due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a pinhole on channel tube, water tightness is lost, the connecting tube, the scope connector cover unit, the scope connector, the image guide protector, the grip, the scope cover, the switch box, the control unit, the lock engagement lever, the up/down knob, the free engage knob, the right/left knob, the protector of universal cord on scope connector side, the protector of universal cord on control section side, the universal cord all have a scratch, the right/left knob is deformed, the paint on the suction cylinder is peeled, the control unit has discoloration, the connecting tube has a dent, the adhesive on bending section cover has a chip, the bending section cover, the connecting tube both has discoloration, and the connecting tube has a wrinkle. Based on the results of the investigation, we could not specify the cause of the foreign material that remained in the device from the obtained information. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor the field performance of this device.